Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of air in tubing. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. The patient stated the transfer set was closed during priming. Patient should not be connected during priming. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding air in the patient line which occurred on the homechoice (hc) during initial drain. The baxter technical service representative (tsr) assisted the hp to end therapy to start over with new supplies. On (B)(6) 2011, product surveillance followed up with the hp via phone call; the hp stated the transfer set was closed during priming and that caused the air. The hp stated the nurse was contacted regarding the event. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of air in the patient line during initial drain. Per the complaint information, the patient stated the transfer set was closed during priming. Patient should not be connected during priming. The patient started over with new supplies and no patient injury or medical intervention was reported. This complaint was not confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the air in tubing is user error. This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.